Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy procedure, the seal of the device was damaged. It was observed that a blue piece of foreign material was lying on the patient's stomach after all trocars were inserted and a pair of atraumatic graspers were used to pick up the piece without requiring an x-ray. There was no patient injury.